Event description:
It was reported that during a therapeutic ureteroscopy the distal tip of this graspit broke off at the point where the prongs attach to the device, possibly due to resistance. The physician retrieved the fragment with another graspit and completed the case successfully with no complications.